Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 144 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer also reported sensor glucose reading of 54 mg/dl and blood glucose of 208 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.